Event description:
Vns patient underwent generator replacement surgery due to end of service, during which the surgeon found that the original lead was damaged. Neurosurgeon indicated that the lead was broken due to repeated stress. The lead was also replaced. Additionally, it was reported that the patient was extremely hoarse after the surgery and was referred to ear, nose, throat for consult. Stimulation was initiated approx 2 weeks post-op. Results of ear, nose and throat evaluation are pending. Investigation to date has been unable to determine whether the patient has been diagnosed with vocal cord paralysis.